Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Additional information: section c d10- product received on: 23sep2020 investigation ¿ evaluation santa clara medical center in the united states informed cook that the hub on a ultrathane mac-loc locking loop multipurpose drainage catheter separated after placement. The device was initially placed on (B)(6) 2020 and failed on (B)(6) 2020. A new device was placed in a separate procedure. Cook was unable to obtain additional information regarding the patient¿s status or outcome. A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control, visual inspection, and dimensional verification, were conducted during the investigation. The customer returned one used catheter. The proximal fitting is separated from the catheter tubing. There is biological matter throughout and an adhesive tape on the catheter. The mac-loc fitting passed the distance measurement between the cap and hub. There are less than two adapter threads showing. The connector cap inner diameter measures within specification. There is no evidence the device was manufactured out of specification. Additionally, a document-based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. The device history record (DHR) was reviewed for the lot. There reviewed did not find any related nonconformances. Additionally, a complaint database search was conducted. No additional complaints were identified for this lot. There is no evidence of nonconforming material in house or in the field. Based on the information provided, visual inspection of the returned product, and results of the investigation, cook concluded there is no evidence of manufacturing deficiency; therefore, the cause of this event is component failure. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Initial reporter occupation: perioperative specialist. PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane mac-loc locking loop multipurpose drainage catheter was placed in an unknown patient for unknown drainage. Two week after placement, the hub broke off of the catheter. The device was removed and replaced. No other adverse effects were reported.